Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. A review of the implant's device history record indicates that it was manufactured with no anomalies noted.

Event description:
It was reported that while attempting to insert the implant the device fractured prior to being fully seated.